Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2017) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog number, lot number, UDI, expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard soft mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the bard soft mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2019 ¿ patient was diagnosed with indirect and direct right inguinal hernia thereby underwent open repair with the implant of bard soft mesh. Per op notes, ¿the indirect hernia sac was dissected away from cord structures and direct component was ligated. The bard soft mesh was cut to size and secured to pubic tubercle using sutures.¿ on (B)(6) 2019 ¿ patient underwent corrective surgery. (Note: there is no op notes provided for this procedure in medical records) attorney alleges patient had infection, adhesion and pain.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard soft mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the bard soft mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.